Manufacturer narrative:
See indecent description for device evaluation.

Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint (B)(6) 2015. Device evaluation was completed on (B)(6) 2015. The meter involved with this complaint failed testing. The meter involved with this complaint failed testing. The meter was found to have all spcpins 1-3 to be contaminated. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the reporter contacted lifescan USA, alleging the meter has an unusual issue (found their meter surrounded by liquid). The issue was not resolved with troubleshooting. There were no allegations of harm or injury. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.